Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon was suturing the vaginal cuff after removing the uterus/tubes when the cable of the mega needle driver broke. This caused the needle driver to lose its grasp on the suture needle, which dropped into the abdominal cavity. Operation room (or) staff got a new needle driver and recovered the needle from the patient. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgical task was being performed when the device fragment fell inside the patient was taking a bite of tissue with a suture needle while suturing the vaginal cuff. The surgeon was holding a suture needle with the instrument and attempting to take a bite of tissue when one of the cables broke, which caused the needle driver to drop the suture needle. The instrument was in use only for a few minutes and this was the first time the instrument had been docked during the procedure. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure prior to the cable breakage. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment did not fall inside the patient during an instrument tip collision. The instrument was removed during the procedure prior to the breakage. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The staff did not feel any resistance upon removing the instrument through the cannula. There was no damage to the cannula or the instrument after the event occurred. It was the suture needle and not a fragment that broke off the instrument that fell inside of the patient. Another needle driver and a grasper were used to retrieve the needle and then the surgeon resumed suturing the cuff with no further issues. All fragments were retrieved, and it was visually inspected. No additional surgical procedure was required to remove the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining foreign objects. The instrument has been returned to the intuitive. There is no fragment to return. The needle was retrieved and the surgeon completed surgery using the needle which was then discarded in the sharp¿s bin at the end of the case. No images or video recordings are available for review.